Manufacturer narrative:
The kit was returned for analysis. A visual inspection of the returned kit components found dried blood on both the return pressure and collect pressure membrane domes. The presence of the dried blood on the diaphragm end of both the pressure membrane domes confirmed the reported occurrence of the pressure dome membrane leak. The collect and return pressure domes were inspected and installed onto test pressure transducers, both pressure domes seated properly without any issue. Both of the pressure domes were then pressure tested and no leaks were identified. The root cause of the pressure dome membrane leak could not be determined. No manufacturing related defects were confirmed during the evaluation. This investigation is now complete. (B)(4). P.t. (B)(6) 2017.

Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction pressure dome membrane leak. Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. A batch record review for kit lot f318 was conducted. There were no non-conformances related to the complaint. This lot met all release requirements. A review of f318 for the reported issue shows no trends. Trends were reviewed for complaint category, pressure dome membrane leak. No trends were detected for this complaint category. This assessment is based on the information available at the time of the investigation. At the time of this report, the analysis of the returned kit is still in progress. A supplemental report will be filed when the analysis is complete. (B)(4).

Event description:
Customer called to report a pressure dome membrane leak during treatment procedure. Customer stated approximately 213 ml of whole blood was processed at the time of the leak. Customer stated they noticed a small amount of clear fluid leak around the return pressure sensor. The customer stated at the time of the leak there was no blood in the return line or in the return pressure dome, and the fluid leaked appeared to be priming solution. Customer stated no alarms occurred when the leak occurred and no alarms occurred before the leak. The customer aborted the procedure and did not return any blood or fluids to the patient. Customer stated the patient is stable and did not require any medical intervention or blood transfusion. The customer has returned the kit for investigation.